Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse replaced probe 1 and ran replicates of quality control. No conclusion can be drawn. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur xp troponin ultra result was obtained for a patient sample. The physician questioned the result. Testing was repeated for the patient sample and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.